Event description:
It was reported that revision surgery was performed due to possible lysis noticed on xray. During revision, surgeon removed large amounts of necrotic bone and tissue. Acetabular cup and femoral stem were left in place.